Event description:
Overdeliver reported. The pump reportedly was to be set to infuse a 50 mcg/ml concentration of fentanyl at unspecified settings. The nurse did not use the mcg "other" programming screen on the pump, she thought she had to calculate a mg dosage. A voluntary medwatch form received from the customer indicates "the nurses calculated and programmed the pca incorrectly...needed to scroll for fentanyl dose." The risk manager reported that the miscalculations were "correctly" entered into the pump. The pt experienced respiratory distress and unspecified medical interventions were required. The pt reportedly was "blinded for a few days which is resolving, and has some short term memory loss" due to the event. No further info was available.

Manufacturer narrative:
The user facility initially reported that they would not be returning the device for testing. The device was later received for testing. The pump passed delivery accuracy performance testing testing within product specification. A defective power supply, cpu, power cord and battery wire were not related to the reported event. The frequency of death or serious injury reports for code 102 (overdelivery) for pca products is 2.67/million sets.